Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen had missing/stuck pixels. Reportedly, the pump touchscreen was dark. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.